Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, device was programmed with a 2.0 u/h basal rate and monitored three days. Several boluses were also delivered. Device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No possible over delivery anomaly noted. Device was programmed with test minilink and the glucose sensor simulator. The sensor feature working properly. No unexpected low reservoir alarm or any sensor alarm anomaly noted. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and possible over delivery. The customer's blood glucose reading was 57 mg/dl. The customer treated with pumpkin pie and 8 oz. Of (B)(6). The customer reported the drive support cap to appear normal. The customer mentioned that they had an x-ray. The customer stated that sensor predicted a low reading after he checked his blood glucose. The insulin pump will be returned for analysis.